Manufacturer narrative:
The reported alarm message observed (bpm: measure >90 sec.) Is accompanied by two short audible beeps which repeat every 2 seconds and can be muted for approx 2 minutes. There is no continuous audible alarm. The device was evaluated and no problem was found. The device could not have contributed to the pt event. The operator's manual states that the bp module is not designed to replace the periodic observation of the pt by the clinical staff and all bp readings should be confirmed.

Event description:
At 2.5 hrs into treatment, client found unresponsive. Machine set for every 30 minutes vs - last bp taken 0800 hrs - client found with next bp 58/12 at 0844. - screen had red box indicating > 90 sec but no audible alarms heard.